Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor and expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information:(B)(6).

Event description:
It was reported that during an infusion of fluorouracil the pump exhibited a no disposable alarm. Per reporter the residual volume remaining was reviewed and the pump displayed that 7.9 mls remaned although the patient had approximately three hours remaining of the infusion. It was reported that subsequently the pump was turned off and the patient brought the pump to the clinic where the fluorouracil was removed from the cassette. Per reporter just under 2 mls remained although the starting amount was 8 mls. No adverse patient effects were reported. Per reporter no additional information is available.